Event description:
The user facility reported the table shifted downwards in a side tilt motion while removing a patient from the table. The facility stated the table was stationary and not being articulated while the patient was being removed from the table. The facility¿s biomedical staff was unable to duplicate the reported event. No injuries were reported. It could not be confirmed whether procedural delays/cancellations occurred.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the table and found the table operating to specification. The reported event could not be duplicated and no repairs to the table were made. The technician inspected the table for mechanical looseness at the saddle pin and tilt cylinder attachment points and found no anomalies. The technician inspected the table for hydraulic fluid leaks at the cylinders, table base and hoses however no leaks were identified. The facility has chosen not to place the table back into operation at this time as they are considering replacement of this 21 year old table. The unit was installed in april 1992 and is not under a steris service contract. The facility's biomed is responsible for maintaining the table. No further issues have been reported.